Event description:
It was reported patient experienced infection at the lead incision site and excessive drainage. Patient was treated with antibiotics and underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Additional information received indicated that the infection was cleared.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.